Event description:
Blood pressure was low hours before a scheduled dialysis in an alert functional hospitalization patient with recent onset kidney failure. The hypotension was treated. For 24 hours, the vital signs were lost/unavailable on the ehr, that prevented the dialysis nurses from being aware of the recent unexplained hypotension. The blood pressure became low normal before dialysis was started. The dialysis was started with an aggressive fluid removal goal, that presumably would have been altered (reduced) had the dialysis nurses been aware and informed the nephrologist who had ordered the aggressive fluid removal. The patient became hypotensive without warning, lost consciousness and died, despite CPR. Of additional importance, the ehr had listed the patient as a "do not resuscitate", yet the resuscitation went on despite that. It is a common problem that the ehr is not read for innumerable reasons, including too much info and too small a font, and when it is read, disease critical data is missing, lost, or in the wrong silo.